Event description:
This is the first of two mdrs for the same pt. The first report is for the reoperation that occurred two days post op. It was reported that pt had 3 level acdf procedure with allograft, metal plate, and infuse bone graft. One day post op, pt complained of swelling. Two days post-op, patient had reoperation to relieve swelling. No drain was inserted. Four days post op, patient had third surgery to explore possible hematoma and insert drain. Pt is doing fine.